Event description:
New information received notes the patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead was implanted after multiple attempts to reposition the lead. When the patient woke up from sedation, the patient complained of severe chest pain. Blood pressure dropped and an echo was performed. Large amounts of blood appeared around the heart. The patient showed signs of cardiogenic shock and tamponade was confirmed. The patient was urgently admitted to the ICU. A pericardiocentesis was performed. The physician believed perforation from the lead was the cause.